Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab ruptured during use. The iab ruptured during open heart surgery in the operating room. The iab was removed but not replaced. The indication for use was chest pain. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab ruptured during use. The iab ruptured during open heart surgery in the operating room. The iab was removed but not replaced. The indication for use was chest pain. There was no reported injury to the patient.

Manufacturer narrative:
Correction: serial # changed from: (B)(4) to: (B)(4). Additional information: expiration date added. Manufacturing date added. Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The extension tubing was returned but was knotted 2 times towards the male luer. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leak was detected. The optical fiber was found to be broken within the membrane approximately 26.7cm from iab tip. The evaluation confirms the reported leak problem. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported leak problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).